Manufacturer narrative:
It was reported that a patient incident occurred during an intraoperative procedure to remove/excise gluteal abscesses and an induration inguinal on the right thigh with the electrosurgical unit (esu/generator) and a monopolar handle with electrode (part number 20190-045, serial number (B)(4)). After removing the gluteal abscesses, the patient was re-positioned (i.e., placed in a supine position) to remove the induration inguinal on the right thigh. The area was sprayed with a disinfectant and covered with a central incised cloth. Upon activation of the electrode, combustion occurred. The cloth and area caught on fire/was burned. As a result, the patient suffered a 2nd degree burn of approximately 5 x 10 cm² to their right thigh (medial-dorsal) as well as 2nd degree burn of approximately 4 x 4 cm² to the right gluteal. To address the burns, the skin lesions were removed and a hydrogel dressing (suprasorb) was applied. No further information regarding the patient's condition was provided. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital. Narrative: the esu was thoroughly inspected/tested (note: the monopolar handle with electrode was not available for an evaluation). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, upon activation of the electrode (via the handle and generator) the alcohol disinfectant was at a concentration level in which combustion occurred (note: the disinfectant may not have evaporated and/or pooled in a patient cavity, underneath the patient, etc.). There is a warning in the esu's user manual addressing this type of situation. No trends have been identified with this incident. (B)(4) is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during an intraoperative procedure to remove/excise gluteal abscesses and an induration inguinal on the right thigh with the electrosurgical unit (esu/generator) and a monopolar handle with electrode (part number 20190-045, serial number (B)(4)). After removing the gluteal abscesses, the patient was re-positioned (i.e., placed in a supine position) to remove the induration inguinal on the right thigh. The area was sprayed with a disinfectant and covered with a central incised cloth. Upon activation of the electrode, combustion occurred. The cloth and area caught on fire/was burned. As a result, the patient suffered a 2nd degree burn of approximately 5 x 10 cm² to their right thigh (medial-dorsal) as well as 2nd degree burn of approximately 4 x 4 cm² to the right gluteal. To address the burns, the skin lesions were removed and a hydrogel dressing (suprasorb) was applied. No further information regarding the patient's condition was provided. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) hospital.